Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported kink was confirmed. The investigation was unable to determine a conclusive cause for the reported kink. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: viatrac 6x2;0 guide wire: stiff 0.035; sheath: 6f; stent: (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a carotid artery. During the procedure, a nav 6 embolic protection delivery catheter fractured. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a cause for the reported kink. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
Subsequent to the initial report sent, additional information indicates the delivery catheter kinked, but did not separate. A new nav 6 was used to successfully complete the procedure.